Manufacturer narrative:
(B)(4). Date sent: 1/13/2025. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Date sent 3/12/2025 d4 batch #907c67 investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29p device arrived with no apparent damage with anvil missing. The breakaway washer was not returned and there were staples present. When forward battery was installed, green checkmark did not illuminate, confirming that the device was not fired. Attempts to fire the device throughout the firing range were unsuccessful. When shrouds were removed, the motor connector was observed disconnected from the pcba. No functional test was performed due to the condition of the device. Product experience was due to an unplugged motor connector. This defect has been correlated to a manufacturing process. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 907c67, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent 1/21/2025. D4 batch #907c67. Corrected data d4: UDI#. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29p device arrived with no apparent damage with anvil missing. The breakaway washer was not returned and there were staples present. When forward battery was installed, green checkmark did not illuminate, confirming that the device was not fired. Attempts to fire the device throughout the firing range were unsuccessful. When shrouds were removed, the motor connector was observed disconnected from the pcba. No functional test was performed due to the condition of the device. Product experience was due to an unplugged motor connector. This defect has been correlated to a manufacturing process. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 907c67, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure they inserted the battery then they tried to fire, it wouldn't fire and when it lit up it went back to being black. The flipped the battery and attempted to try it again but it ended up doing the same thing. They took the stapler out and got another one to complete the case without patient harm.

Manufacturer narrative:
(B)(4). Date sent 12/12/2024. D4 batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 4/21/2025. Investigation summary: visual analysis of the returned sample revealed that the cdh29p device arrived with no apparent damage with anvil missing. The breakaway washer was not returned and there were staples present. When forward battery was installed, green checkmark did not illuminate, confirming that the device was not fired. Attempts to fire the device throughout the firing range were unsuccessful. When shrouds were removed, the motor connector was observed disconnected from the pcba and damage was observed on the pcba connector wiring. This indicated the motor plug¿s locking mechanism was not working appropriately. No functional test was performed due to the condition of the device. Product experience was due to an unplugged motor connector.